Manufacturer narrative:
The technician found that the brake caster supports are cracked and the main bearings and brake casters are worn. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the brake casters supports and both main bearings to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brakes are not holding. The bed is located in the maintenance department of the facility. There was no patient/user injury reported. (B)(4).